Event description:
It was reported that pump screen was not responsive. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, no additional troubleshooting was completed, and customer was out of warranty and in process of obtaining new device, with no further action required from technical support.